Event description:
It was reported that the devices couldn't perform rotation and articulation features. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch# 280a08. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with the handle shrouds partially opened from indicator to nozzle area and no reload present. In an attempt to replicate the reported incident, the device was pulled on the fins of the rotating knob with the index finger and articulated the jaws. However, would not hold the articulation setting. This condition was caused due to the condition of the opened shroud. Since this condition does not allow the rotating knob returned to its home position. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and the shrouds were noted not properly assembled causing the condition observed. The issue observed has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.